Manufacturer narrative:
The sample containing the particulate was not available to be returned for evaluation by the customer and no images were available. The additive port was accessed for filling of the product and no particulate was identified by the customer prior to filling. The particulate identified could have been generated by inadvertent contact between the needle and the wall of the additive port. Should additional information become available, a supplemental report will be submitted.

Event description:
Customer reported plastic floaters identified in product after compounding for four samples. The particulate contamination was identified after compounding by the pharmacy, thus there was no patient involvement and no adverse event. Samples were not available for return. No additional information is available.